Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the balloon burst. No additional information was provided.

Manufacturer narrative:
Additional information: f10: difficult to remove 1528 and material separation 1562 added. H10: per pre-deco engineering findings some balloon material was missing and the distal tip was observed to be separated indicating withdrawal difficulty. The product evaluation remains underway.

Manufacturer narrative:
The commander delivery system, guidewire lumen, and esheath were returned. The delivery system was returned in the locked position at default with fine adjust and unflexed. No procedural images were provided for review. Visual inspection revealed the inflation balloon burst longitudinally and had a radial tear. Balloon material was missing. The distal tip nose tip were separated. The guidewire lumen was properly bonded to the delivery system. Two kinks were found on the guidewire lumen approximately 6.5 inches and 9.5 inches from the distal end of the guidewire lumen. Dimensional inspection revealed all areas were within specification. Due to the nature of the complaint event functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the delivery system balloon component was 100% inspected. During final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for balloon burst, distal tip, nose tip separated and balloon separated were confirmed. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the commander delivery system balloon burst during valve deployment.¿ the balloon burst could occur from multiple factors (e.g. Annulus calcification, over inflation of balloon or flex tip not retracted during deployment). However, without further patient anatomical information or the applicable procedural imagery/cine, a definite root cause is unable to be determined at this time. The combination of alter burst balloon profile and excessive device manipulation during delivery system withdrawal was likely led to the separation of distal nose tip and balloon. Moreover, kink and separation of guidewire lumen indicated the excessive manipulation during delivery system (with burst balloon) withdrawal through the sheath. Available information suggests procedural factors (excessive manipulation/withdrawal of burst balloon) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint event was confirmed. No manufacturing nonconformances were identified. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.